Event description:
Reporter called stating that she underwent a left knee joint replacement/implant in 2020. Since then, she has had continuous knee pain and instability. Biomet has listed recalled devices (model and lot numbers) for knee joints where, her device is not on the recall list. Reporter believes that her implant is defective due to her experiencing pain and instability from day one of implant. She is scheduled for a revision on (B)(6) 2024, hoping that it will resolve the issues that she has been having with the implant.